Event description:
Complainant alleged that during biomed testing, the device's pacer rate was set 180 ma, however, the output was 69.2 ma. Complainant indicated that there was no pt involvement in the reported malfunction.